Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time (act) levels were greater than 250s and 9000 units of heparin was administered. The left atrial pressure was 12mmhg. The amulet was implanted no complications. Post operative, electrocardiogram (ECG or EKG) showed patient had small effusion. The patient was taken to the lab and transesophageal echocardiogram (tee) performed for better imaging but patient was stable so no pericardiocentesis was done. The patient kept overnight for observation. The patient admitted and received additional imaging. The physician believed the cause of effusion may be result of transseptal puncture (tsp) and the effusion appeared to be right sided. There was no intervention performed to treat pericardial effusion. The patient was reported stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion may be result of transseptal puncture (tsp) and the effusion appeared to be right sided. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was implanted no complications. Post operative, electrocardiogram (ECG or EKG) showed patient had small effusion. The patient was taken to the lab and transesophageal echocardiogram (tee) performed for better imaging but patient was stable so no pericardiocentesis was done. The patient kept overnight for observation. The patient admitted and received additional imaging. The physician believed the cause of effusion may be result of transseptal puncture (tsp) and the effusion appeared to be right sided. The patient was reported stable.